Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead fractured. The rv and right atrial (ra) lead were abandoned and remain in the patient. Due to anatomical difficulties, the procedure was completed with a lead implanted in the contralateral side via the right subclavian vein. No patient complications have been reported as a result of this event.